Event description:
It was reported to philips that the system could not startup correctly. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host computer and reinstalled the software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor turned black, and the system stopped working. During troubleshooting, the fse suspected that there will be an issue with the host pc since it failed when he tried to restore the ghost and reinstall the software. The fse replaced the host c and reinstalled the software. After replacement of the host pc and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.